Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was emitting beep tones due to high out-of-range shock impedance measurements greater than 125 ohms on the right ventricular (rv) defibrillation lead, with recent measurements in the 130-150 ohms range. It was noted that the patient had clinical dehydration that was being resolved, which likely contributed to the change in shock impedances. This rv lead remains in service. No adverse patient effects were reported. Technical services (ts) discussed troubleshooting options and programming considerations, including increasing the shock impedance alert limit to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.